Event description:
Plaintiff also allegedly experienced recurrence, adhesions and numerous loops of bowel. Note: the explant surgeon indicated that 50-70 staples were likely the source of the pain.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. This report is based upon allegations made in a lawsuit in which atrium medical is named as a defendant. Not returned.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medicals mesh product. Plaintiff allegedly experienced revision surgery, implantation of additional mesh, pain and suffering, emotional distress, and other physical and emotional injuries. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.